Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that per patient's family, ins hasn't worked in a year. Caller didn't have further details on what this entailed. The caller was not with the patient. Additional information was received from a healthcare professional (hcp). The hcp clarified the statement "ins hasn't worked in a year" by responding with "patient's device was replaced on (B)(6) 2024. [Patient] is currently inpatient in the ICU - device shut off." The hcp reported that this issue was not due to normal battery depletion and the cause was determined. The indicated that the likely cause of the issue was "turned off" and no steps were noted that will be/were taken towards resolution of the issue. The hcp indicated that the issue has been resolved.